Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge using different wall adapters. The customer continued to use the pump for insulin delivery and has manual injections if needed. Blood glucose was 220 mg/dl.